Event description:
It was reported that the pt was diagnosed with loose components, the pt was revised to a lcck femoral component and a stemmed tibial component.

Manufacturer narrative:
Investigation in process.